Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the pump became hot while charging. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.